Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported physical resistance and material rupture appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a concentric lesion with mild tortuosity, moderate calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. A 1.5 x 12 mm traveler balloon catheter was advanced with resistance to the target lesion for pre-dilatation. Although, the device had difficulty crossing the lesion, it was successful when inserting the guiding catheter deeper into the vessel. During the 1st balloon inflation, while attempting to apply pressure to 8 atmospheres, the indeflator began to decrease pressure. The balloon was immediately deflated and blood was noted entering into the syringe. The traveler was withdrawn from the patient anatomy and replaced with a non-abbott balloon catheter of the same size and a non-abbott balloon catheter of a larger diameter. The procedure was completed successfully after stent implantation. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.